Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure while trying to pull out the stylet, the terminal pin of the left ventricular lead separated away from the lead body. It was either because of tying the suture too tight which and too much force was applied to remove the stylet, or the stylet was stuck in the lead and the physician had to pull too hard. The lead had to then be removed from the patient and a new lead had to be implanted again. The patient did not experience any adverse events, patient was fine after the procedure.